Manufacturer narrative:
The pump was received with radio frequency pic failed self-test alarm and high stop current due to faulty radio frequency board. The pump had minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump and meter. The customer states they received radio frequency pic failed self-test alarm, and error on meter. The customer's blood glucose level at the time of incident was 375mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.